Event description:
Nurse called saying she has a device not reading in range with the standard strip. The troubleshooting by phone confirmed this. The device was replaced and the defective one returned for investigation.